Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post surgical neuritis, post traumatic neuraligia, and spinal pain. It was reported that the patient's device was explanted and replaced with another manufacturer's device. It was noted that for about the last three years that the patient was implanted with the device, it had started to give them problems. Sometimes they would have to put their head on their knees. It was understood the patient would have to put their head on their knees to feel stimulation. The patient stated it was like they could tell the device was nearing the end of its battery life.